Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. On an unknown date, the aneurysm enlargement (exact number unknown) due to a proximal type I endoleak was confirmed. It was reported that the cause of the endoleak is the patient's shaggy proximal neck. On (B)(4) 2015, an open surgery was performed to repair the endoleak with the aneurysm enlargement. All the devices were explanted and the vasculature was repaired with a bifurcated vascular graft. The patient tolerated the procedure.